Manufacturer narrative:
(B)(6). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08685 inches. However, unit received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose, diabetic ketoacidosis, and an allergic reaction to infusion set tape on (B)(6) 2018 with blood glucose of over 700 mg/dl at the time of the incident. The customer was at 325 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced allergic reaction symptoms such as cellulite and abscess on the stomach, and high symptoms such as extreme thirst. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer also reported a keypad anomaly. Troubleshooting was not completed. The insulin pump will be returned for analysis.